Manufacturer narrative:
The company representative observed an excessive amount of moisture in the system due to a defective condensate removal module, and pressure loss caused by the pneumatic fill valve and purge assembly. The company representative replaced the condensate removal module, safety disk, pneumatic fill valve, and purge assembly. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that, while the unit was in use on a patient, the unit stopped working and displayed a gas leak message. The patient was switched to another unit and therapy was continued. No patient injury was reported.